Manufacturer narrative:
The lens was returned adhered to the surface of a small white cardboard like material. The material is labeled as #3m comply instrument protector. Solution is dried on the lens. The optic is torn/cut into two portions, typical of an insertion and removal. A small chunk of lens material was also observed broken from the optic. A lens bench evaluation could not be conducted due to the lens being returned in pieces. Product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. This lens model diopter is beyond the range qualified for use with this cartridge/handpiece combination. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece and two viscoelastics. Only one is qualified for this lens with the qualified cartridge combinations. The root cause of the complaint for blurry vision, dysphotopsia cannot be determined. The returned lens was torn/cut into two pieces typical of an insertion and removal. A lens bench evaluation could not be conducted due to the lens being returned in pieces. The file indicated the 26.0 diopter lens was replaced with a non-company lens 26.5d. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and dysphotopsia. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).